Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the swan-ganz catheter resulted in the reported difficult to remove. As reported, the swan-ganz catheter was advanced over the steelcore, ballooned up and the steelcore guidewire was removed. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that this was a cardiomems implant procedure. The sensor was sticking to the delivery catheter. Deep breaths from the patient did not pop the sensor off. A swan-ganz catheter was used to knock the sensor off and upon doing so, it became entangled with the steelcore guide wire. The swan-ganz catheter was advanced over the seelcore, ballooned up and the steelcore guidewire was removed. The implant was successful. There were no adverse patient sequela. No additional information was provided.